Event description:
Revision surgery due to dislocation 2 years post-op.

Manufacturer narrative:
Surgeon states that socket insert showed complete interior medical wear. Part is not being returned for analysis. Encore continues to request information related to this complaint.